Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one video was provided for review. The video shows the partial view of a clinician was holding catheter extension leg of an implanted dialysis catheter. The fluid was coming out was noted in the extension leg near the bifurcation joint and some air bubbles were also noted in the extension leg. The investigation is confirmed for the reported fluid leak and air/gas in device issues. However, the investigation is inconclusive for the reported fracture issue as the provided video was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On sept 03, 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. Post procedure, a leak was detected in the extension tube on nov 21, 2025. Additionally, the catheter had a crack, allowing air to enter the extension tubing through the crack. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using equistream split tip. Post the procedure, a leak was detected in the extension tube on (B)(6) 2025. Additionally, the catheter had a crack, allowing air to enter the extension tubing through the crack. There were no reported patient injuries.